Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many patient procedures where involved? Were both sutures vp2628 and nw2826 used on all the patient procedures? Please answer the following for each patient procedure event: patient symptoms manifestations (location, severity, appearance, systemic or local reaction) date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Was the intervention to preclude permanent damage? How is the patient today? Any product to return for analysis?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the patient experienced a severe infection in the port side. Additional information has been requested.